Event description:
It was reported that during an implant when connecting the chronic right ventricular (rv) lead into the rv port in the new device, the lead would not advance all the way passed the setscrew. The lead was removed, and reinsertion was attempted multiple times but was unsuccessful. When trying to remove the lead, extra force was applied, and the connector silicone portion then separated from the lead pin, thus damaging the lead. The connector pin tip was still stuck in the header. The physician unscrewed the setscrew and was released. It was unknown if the set screw was already a little deployed impeding the advancement of the lead or if there was a manufacturing defect in the header. A new device was implanted with no problems. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported complaint of failure to connect was not confirmed. The device in normal range of option was received in one piece for analysis. Analysis of device image, mechanical evaluation of header, inner diameter of lead port specification measurement, electrical testing, and longevity assessment were normal with no anomalies found.